Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what were the indications for surgery? Did the patient receive any chemotherapy or radiation prior to the procedure? Who fired the device and what was his/her experience? Was the device easy or difficult to fire? What there any audible or tactile feedback? Were the washer and donuts inspected? If so, what was their appearance? Where in the green range was the device fired? Were there any issues with staple formation? What is the current patient status? Is the colostomy permanent or temporary? Response received: I was not in the case and unfortunately do not have any additional information. Surgeon does not schedule appointments to get further info.

Event description:
It was reported that during a lower anterior bowel resection procedure, the surgeon fired the stapler, upon doing her leak test, the anastomosis failed, resulting in patient receiving a colostomy.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 3/16/2016. Additional information received from user facility medwatch: during the leak test, the anastomosis was "crimped" and had a hole. The surgeon felt it was a result of the stapler misfiring."

Manufacturer narrative:
(B)(6) / (B)(4) date sent: 1/23/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2024. Related report: (B)(4).